Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the blade gouged, nicked and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. Minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. The instructional insert states: (avoid accidental contact with other instruments during use.)

Event description:
It was reported that during a tongue resection procedure, the device did not cut and displayed a permanent tone. Case was completed with same like prod. There was no pt consequence.